Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: failure of the acculif implant could not be confirmed and therefore a plausible root cause could not be identified.

Event description:
It was reported that the physician noticed on post op xray that acculif cage had lost distraction height.

Event description:
It was reported that the physician noticed on post op xray that acculif cage had lost distraction height.